Manufacturer narrative:
Product ID 377775 lot# v010486 serial# implanted: (B)(6)2006 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-06-28. It was reported the proximal lead tip was frayed. The patient was having a battery replacement and when the healthcare provider tried to put the lead into the new battery, it would not go in. Impedances were good. They tried using an extension but they could not get the lead in there either. Surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-jul-31. The patient was calling to check the status of the analysis. Patient services reached out and would call the patient back. The ins, lead, and an anchor were returned for analysis on (B)(6) 2018. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I. The patient called technical services on (B)(6) 2018 indicating that someone ran diagnostics on the ins to determine it was not working. The patient met them at the jail to check their ins in 2018. The patient stated that their ins is not working after they were thrown around a vehicle on (B)(6) 2018. The ins was getting replaced on (B)(6) 2018. Patient services sent an email to local manufacture representatives (rep) to reach out to the patient. Additional information was received from a rep on (B)(6) 2018 the rep indicated that they saw the patient with the facilities medical team to check the device for the patient¿s doctor for the first and only time on (B)(6) 2018. The rep did not know about the event on (B)(6) 2018. They tried to connect the device but were not able to assuming it was at end of service (eos). The rep told the medical team that their battery was implanted just under 9 years ago and to follow up with the doctor to discuss options. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-jul-02. A lead revision is planned but has not been scheduled yet. The cause of the event was unknown. The rep was unsure if the device would be returned following the lead revision. It is currently implanted and they would ask the doctor on the day of surgery. The patient cannot get stimulation from the lead as a result of the event. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
Analysis of the ins (serial # (B)(4)) found that the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after two full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2010 and the battery was charged to 3.885 volts. On (B)(6) 2011 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis of the lead (lot #v010486) found that the number 7 conductor was broken due to overstress damage at the proximal side of the number 6 connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that the date listed on the last report should have been (B)(6) 2018 for the device being returned. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) returned the implantable neurostimulator (ins), lead, and an anchor for analysis. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was in an accident on (B)(6) 2018 where the stimulator was damaged. The patient said it was replaced a couple of months ago and he is waiting for the report on it from the manufacturer. The patient said he called and was told it should be done soon. The patient said originally at the replacement surgery they just replaced the ins, but when they opened him up on (B)(6) 2018, one lead was damaged, the other was pulled from the ins and it would not go in, so they closed him back up and brought him back 2 weeks later (B)(6) 2018 to replace the leads. The patient said when they took it out the manufacturer representative (rep) said that it was dead and unresponsive. The patient was concerned because at the exact moment he was hit, the ins life stopped. No further complications were reported.